Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be specified. The event can be detected/prevented by handling device in accordance with the following IFU. "Inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for an unspecified procedure, the image from the subject device was black. The procedure was completed using another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the report of the image being black. It was found that the image was not stable due to disconnection/short-circuit of the image sensor cable. In addition, the insertion tube was damaged due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.